Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain and painful intercourse. The patient returned to the doctor in 2014 with severe abdominal and groin pain which makes it difficult to walk upstairs. The patient reports that mesh may be removed, but there is no guarantee of a successful outcome and she still may experience painful intercourse or mesh still embedded into organs. No additional information is available.